Event description:
On (B)(6) 2011, leica microsystems received a complaint from the department of general pathology and pathological anatomy at the university medical center (B)(6) regarding sub-optimal processing from a protocol comprising 300 cassettes, which started on (B)(6) 2011 and completed on (B)(6) 2011 using peloris tissue processor serial number (B)(4). As of (B)(6) 2011, leica microsystems has not been able to ascertain whether the tissue samples from the protocol exhibiting sub-optimal processing are diagnosable. Information provided to the leica field service engineer (fse) by complainant during on-site assessment of the instrument on (B)(6) 2011 indicates that acetic acid rather than ipa was used when a reagent was replaced. Acetic acid is not a recommended reagent for use on the peloris tissue processor. Investigation of this complaint by leica microsystems is continuing.